Event description:
A report was received that the patient had difficulty charging the ipg and experienced shocking sensation. Database was taken and indicated that the ipg maybe flipped which was confirmed through x-ray. The patient underwent a revision wherein the ipg was replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The ipg was explanted due to charging issues. X-ray taken at the hospital proved that the ipg had flipped in the patient's body. The patient¿s profile showed the difficulty charging issue resulted from the ipg orientation. The complaint of a shocking sensation was not verified. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The functional tests were performed to ensure the device's functionality. The device exhibited normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg and experienced shocking sensation. Database was taken and indicated that the ipg maybe flipped which was confirmed through x-ray. The patient underwent a revision wherein the ipg was replaced.